Event description:
The iab leaked. This was the only info at the time of the report. No iab was returned to datascope for eval. [Event complications]: unk-reported 2/25/98. [Pt's current status]: unk-rpt'd 2/25/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product.